Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to moisture damage to the motor and electronic devices noted.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and not working correctly now constant beep. Water is in the lcd screen. The customer¿s blood glucose was unknown at the time of the incident. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.